Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for malposition valve embolizes into ventricle was confirmed through the image evaluation by the ew imaging clinical team. Per imaging evaluation, the valve is greater or equal to 10mm from the annular place in the septal, anterior, lateral region. Anterior and septal tvl appeared not captured. Available information suggests that procedure, imaging and patient-related issues are the potential contributors to the reported event. Potential contributing factors for this complaint are suboptimal depth, lack of leaflet capture, misinterpretation, incorrect/missed maneuvers. Malposition events such as embolization may be caused by a variety of factors such as device to native anatomy sizing (perimeter-derived diameter), use factors and procedural factors. Based on extensive complaint investigations, the root cause for events more likely due to various procedural, patient, imaging or a combination of these factors, such as difficult or lack of leaflet capture, leaflet plastering (septal, fixed leaflet to septal wall), and device shadowing. These events are not associated with manufacturing non-conformances or deficiencies. Device malposition is a known potential adverse event listed in the evoque IFU. The evoque IFU and training manuals provides instructions on device use, warnings, cautions intended to mitigate these events and are sufficient to address these events. These events will continue to be monitored and complaints trending, and control limits are managed and assessed based on DHR review, there were no non-conformances related to the issue observed and the device passed all manufacturing specifications.

Event description:
As reported, on post-operative day (pod) 23, the evoque valve tilted towards the ventricle and was not attached septal anymore. On pod 34, the patient underwent surgery to fixate the valve, however the valve was ultimately explanted and a surgical tricuspid replacement was implanted. Edwards received notification of an evoque valve in tricuspid position where on pod 23, it was reported that the evoque valve was tilted towards the ventricle and was not attached septal anymore, only attached by anterior-posterior lateral aspects of the valve. During the procedure, after exposing the anchors, it was felt the valve might be stuck positioned in a posterior pocket of the rv but it was decided to continue with first expansion of the valve and further retraction of the nosecone to become coaxial with the valve. After a bulky start of maneuvers, the device was able to get out of the posterior trajectory and managed to be coaxial with the valve/annulus. It was possible to bring the valve to adequate height and leaflets appeared to have adequate capture. Imaging was a challenge as there were no trans-gastric images due to the patient's body weight, only esophageal images. After valve release, competitive flow and rocking motion were noted on echo. Competitive flow pattern was observed from atrial to ventricle, no pvl noted. Additionally, the septal dropped low and rocking motion was identified. This did stay stable and unchanged within the next days after the procedure based on ttes. The plan was to send the patient to surgery to fixate the evoque valve. Patient was hospitalized prior to the procedure for optimization due to very poor condition and decompensated heart failure and then remained in the hospital post procedure for continued medical management. On pod 34, the patient underwent surgery. The evoque valve could not get stitched to the septum. It was noted that the septal tissue was too shredded to connect the evoque to the septum again. The device was removed and a surgical tricuspid replacement was implanted. Post procedure, the patient was stable.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11.